Event description:
It was reported that air ingress occurred. During a pulsed field ablation procedure, after inserting the farawave catheter into the faradrive steerable sheath, attempts were made to remove air with a syringe but was unsuccessful. The faradrive sheath was inserted into the left atrium, but it was noted that air might be drawn from the valve when the farawave catheter was inserted. The sheath was replaced, and the procedure was completed. Additionally, no air was seen in the patient. There were no patient complications. The position of the guidewire when they inserted the farawave catheter into the sheath, was that the tip of the farawave catheter and the tip of the guidewire were aligned. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation procedure, after inserting the farawave catheter into the faradrive steerable sheath, attempts were made to remove air with a syringe but was unsuccessful. The faradrive sheath was inserted into the left atrium, but it was noted that air might be drawn from the valve when the farawave catheter was inserted. The sheath was replaced, and the procedure was completed. Additionally, no air was seen in the patient. There were no patient complications. The position of the guidewire when they inserted the farawave catheter into the sheath, was that the tip of the farawave catheter and the tip of the guidewire were aligned. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.